Event description:
During clip deployment into breast post biopsy, tip of micromarker device became lodged into tissue. Tip had to be manually removed. Post mammogram showed no clip migration or hematoma.